Event description:
The medical surveillance specialist (mss) was unable to reach the patient for information. This complaint is being classified based on the customer care advocate (cca) documentation. In 2009, the lay user/patient contacted lifescan (lfs) alleging that his "158, 165 and 163 mg/dl" blood glucose results on his onetouch ultra2 meter were higher than what he is comfortable with. The patient's expected meter readings were not specified. He claimed that during the same time that he was getting these alleged high meter readings, he became disoriented on an unspecified date/time. It is unknown if his blood glucose levels were tested while he was disoriented and what events led to his symptoms, such as his activity levels, medications (patient manages his diabetes with oral diabetes medications), food intake, and if he had any other preexisting health conditions. The patient reportedly went to the emergency room on february 8, 2009 (unspecified time) where he was treated with IV fluids because he was dehydrated. A blood glucose result of "142 mg/dl" was obtained at 11pm twelve days prior. It is unknown how long the patient was at the emergency room. No other forms of treatment or blood glucose results were reported. Four days later, the patient saw his doctor who advised him to cut the metformin dosage in half and to discontinue "benziprol." Based on the provided information, this complaint is being reported because the patient allegedly received medical intervention (IV fluids) after obtaining alleged high meter readings. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.